Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 5 previously reported events are included in this follow-up record. Product return status 2 devices were received. 3 devices were not available for evaluation. Event confirmation status 1 reported event was confirmed. 1 reported event was not confirmed. Evaluation results 1 device was found to be affected by internal component corrosion. 1 device was found to be affected by lubrication breakdown.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device reportedly overheated. 5 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 2 devices were received. 3 device investigation type has not yet been determined. Event confirmation status: 1 reported events were confirmed; the cause was traced to component failure. 1 reported events were not confirmed. 3 evaluations are still in progress. Evaluation results: 1 device was found to be affected by corrosion. 1 device was found to be affected by compromised lubrication. Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device reportedly overheated. 5 events had no patient involvement; no patient impact.